Event description:
During a coronary stenting procedure the atw wire could not deliver the balloon. The physician used the buddy wire technique for this procedure. The wire was jailed off by the balloon. Resistance was met while the physician tried to pull the wire out. When the wire was removed the tip was "cutt off in the vessel." The physician used a stent to fix tip in the vessel wall. "The pt is safe."